Manufacturer narrative:
Manufacturing plant received 86 companion samples on 01/26/2018; from product line code (B)(4) lot number 17jr08001. A visual inspection was performed, the samples were found acceptable. A dimensional inspection was performed to four companion samples using a digital caliper cd-6¿cs (B)(4). The dimensional inspection was performed according drawing no. (B)(4), with acceptable results. A simulated use test was performed to four companion samples. During test no leaks or disconnection of the apd adapter were noticed. The test was completed successfully. In conclusion, the companion samples met visual inspection, dimensional inspection and simulated use test with acceptable results, no issues were detected. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
The specific date of the event was not made available. This event is one of two for the same patient. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported finding a fluid leak following treatment. The leak was between the adaptor connected to a liberty cycler set and a baxter extraneal solution bag. The connection to the bag was loose and allowed fluid to leak. During follow up the patient reported she has not had any adverse event related to the leak.and was not prescribed any antibiotics. The remaining samples were returned with the delivery driver and have not been made available for evaluation. She could not recall the specific date of the leak.